Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -12.0/2.5/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault with rotation. The problem was resolved.

Manufacturer narrative:
(B)(4).